Event description:
It was reported that the left ventricular (lv) lead triggered an alert for out of range high impedance. It was noted that there were rises in impedance across all the pacing leads. Also, electrogram of the right atrial (ra) lead showed evidence of undersensing. The lv, rv, and ra leads remain in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. Atrial pace impedance steady at gradually increases from 550 ohms to 1075 ohms over live of impedance trend. Sudden changes in impedance recorded. Concomitant products: 694758 lead; 419378 lead, implanted: (B)(6) 2004. (B)(4).